Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 49 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering, as the caller checked and saw a nearly empty reservoir but the pump history did not show any boluses. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.